Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the physician was upset because data was missing from the implantable pulse generator (ipg) device. The implant detection was complete and turned off. The patient was unable to have an MRI scan performed without the data. The device remains in use. No patient complications have been reported as a result of this event.